Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 did not activate. The same unit was used to complete the procedure. The hospital did not report an pt effects. The product was returned to maquet cardiovascular.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A supplemental report will b e submitted once the device evaluation is complete. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).